Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of auto mode switch due to competitive atrial pacing was observed. Programming changes were recommended but not made. Patient will continue to be followed-up and will reassess if the episode reoccurs.